Event description:
On (B)(6) 2014, at (B)(6) during a cardiohelp training using cardiohelp unit (article number 70104.8012; serial number (B)(4)) the maquet trainer stated that the unit had an alarm indicating that battery 2 needed service. This alarm appeared each time the unit was powered on. The unit was not being used on a patient. (B)(4).

Manufacturer narrative:
(B)(4). The service technician was contacted on (B)(6) 2014 and stated that there was some time between the training classes and that he switched out the batteries with different ones and that made the error message go away. (B)(4).